Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during the epidural placement on an ob patient, the doctor repositioned the touhy needle and attempted to remove the catheter. Upon removal, the catheter gave resistance. The catheter was observed to be sheared upon removal. No part of the catheter was left in the patient. The patient required a second procedure.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used 19g spring wound closed tip epidural catheter without packaging was returned for evaluation. Visual examination of the catheter under magnification did show that the catheter sheath was sheared at the distal end where the blue measurement stripes are located. Therefore, the reported defect was confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. However, it is noted to refer to the IFU which states "do not withdraw the catheter through the needle due to the possibility of shearing or kinking." We will maintain this report for further references and continue to monitor other reports for similar occurrences.